Event description:
During a directional coronary artherectomy procedure of a mid 90% occluded right coronary artery, the guiding catheter "deep seated" into the coronary artery. A dissection resulted, which the physician attempted to repair with stents. However, the artery continued to collapse so the pt was sent for coronary artery bypass surgery and reportedly did well.